Manufacturer narrative:
Broken siderail arm weld.

Event description:
It was reported by service report that the head left side rail could not be locked in the upright position and the head end was drifting. No pt involvement or adverse consequences are reported.